Event description:
It was reported that the right ventricular (rv) lead had high impedance and had no capture. The patient does is not paced in the ventricle so the lead remains implanted but was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.